Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was taken to the hospital via ambulance on (B)(6) 2016 evening and was coding; immediate resuscitation efforts were commenced and after a period of time it was decided by the patient's family to discontinue the efforts and the patient deceased shortly after. The patient had undergone a single chamber pacemaker the day before and was discharged on (B)(6) 2016 in stable condition . Following the patient's death, imaging was performed which revealed the right ventricular lead had dislodged and migrated down the hepatic vein down to the liver. The physician suspected that the dislodgement occurred during the long period of resuscitation efforts; it appeared that the patient started to lose capture after the resuscitation efforts began. The cardiologist stated that the patient's death was not pacemaker or lead related. The cause of death was not confirmed. The device and lead remained in the patient. The patient had never had a device implanted but due to a 6 second sinus pauses it was determined that the patient needed a pacemaker. There were no issues prior, during and post implant. A chest x-ray was performed right after the procedure and another prior to the patient was discharged and both x-rays were normal. The device and lead function was normal. The patient was asymptomatic post surgery and when discharged to the nursing home where the patient resided.